Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg has reached end of service. Programmer displayed error message "replace generator. The generator has reached the end of its service. Contact your physician to schedule a replacement." It was noted that patient ran a continuous high tonic program. Surgical intervention may be undertaken to address this issue.